Event description:
It was reported that this right atrial (ra) lead exhibited high capture pacing thresholds, loss of capture (loc), and undersensing. The health care professional (hcp) temporarily reprogrammed the device and recommended a lead revision. Subsequently, this ra lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported outside the revision procedure. This product is not expected to return.